Event description:
It was reported that suture placement with three perclose proglide devices was successful in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6f and was upsized to 26 f for the tavi procedure. Reportedly, hemostasis was achieved using the perclose proglide sutures. The patient had no blood flow in the leg. The patient was taken to surgery. The vascular surgeon confirmed that the sutures of the proglide devices were intact and looked fine. The vascular surgeon stated that the proglide was not involved in the loss of pulse, a dissection had occurred, and was caused by using a procedural sheath that was too big for the artery. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no product deficiency and product was not returned. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The two other perclose proglide devices are being filed under a separate medwatch MFR number. Failure to follow steps. As stated in the instructions for use: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery.

Manufacturer narrative:
(B)(4).